Event description:
The customer reported, the system had a faulty image intensifier. No patient injury was reported.

Manufacturer narrative:
The service rep found the xray tube insert had shifted. He replaced the xray tube. The system is operating as intended.